Event description:
It was reported that during a laparascopic roux-en-y gastric bypass, the stapler jammed, second device misfired. Third instrument opened and completed procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: instr a was recd with the firing trigger stuck halfway in the closed position and with a reload catr present. The catr was noted to have the lockout tab bent. The damage to the catr lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Analysis codes b lot# v4222d batch#= v5ch4p. Instr b was returned in good visual condition and with no catr present. The instr was tested for functionality with a test catr and it cycled, fired, cut, released, and formed the staples as intended. The instr fired without any difficulties and the staples were noted to have the proper b-formed shape. All other information is the same for both devices.